Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) instrument sealing issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical inc.(isi) received vessel sealer extend to perform analysis. The vse was analyzed, and visual inspection found the instrument to have excessive lubricant at the distal tip. The instrument was returned with the energy cord cut. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028". Functional test could not be performed due to the returned condition of the instrument. No failures were observed during log review. Failure analysis also found additional observations not reported by site: the instrument's housing was removed, and the instrument was found to have the two pitch//yaw input disks dislodged. The instrument was found to have the pitch/yaw input bearings dislodged. The probable root cause is attributed to a component failure. The instrument was also found to have one retaining ring missing and one retaining ring dislodged. The dislodged retaining ring was found attached to the chassis magnet. The probable root cause is attributed to the manufacturing process. This complaint is considered a reportable event due to the following conclusion: the failure mode of dislodged retaining ring noted in failure analysis investigations is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the operating room staff noticed a strange substance in the tips of the vessel sealer extend (vse) upon insertion of the instrument. The instrument would not seal correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use. There was what looked like a gelatinous substance in the crotch of the jaws. The instrument would not seal. The vse did not work at all during the procedure. No errors were noted when the issue occurred. There was no continuous tone while the pedal was pressed. There were no fast audible tones stating the sealing cycle was completed. There was no tissue effect observed during the sealing cycle. It is unknown if tissue was cut that was not fully sealed. The target tissue was esophagus and surrounding tissue. The jaws were not immersed in a liquid or contaminated by carbonized tissue. There was no unexpected additional bleeding experienced by the patient.

Manufacturer narrative:
The vessel sealer extend instrument was transferred to engineering for further investigation. Initial failure analysis was confirmed. The two input disks were found to be dislodged and bearings were found dislodged as well. The finding of (B)(4) retaining ring missing and (B)(4) retaining ring dislodged was confirmed, which led to the input disks getting dislodged. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.